Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one crosser catheter was returned for evaluation. A complete core wire fracture and tip detachment were noted at the distal end of the catheter. Therefore, the investigation can be confirmed for the alleged tip detachment. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiration date (04/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately one minute and thirty-six seconds of activation in the sfa, the tip of the recanalization catheter allegedly detached. Reportedly, a straight flush catheter and guidewire were used to retrieved the tip. It was further reported that wire and catheter were used to complete the procedure. There was no reported patient injury.